Manufacturer narrative:
A replacement navina smart unit was shipped to the user and confirmed delivered on august 12. No injuries or medical interventions were reported. The affected device was not returned, and the lot number could not be obtained despite four follow-up attempts to contact the user. Consequently, product evaluation and batch record review could not be performed.

Event description:
A user of the navina smart electronic control unit, used in conjunction with the navina smart transanal irrigation system and rectal balloon catheter, reported recurring functional issues during use. Specifically, the user experienced repeated occurrences of error codes 501 and 502 at various times during irrigation sessions. According to the user, the device becomes unresponsive during these episodes and cannot be powered off manually. The system must be left to fully discharge before it can be restarted. These malfunctions occur while the rectal balloon is inflated, preventing normal deflation via the system. As a result, the user must manually disconnect all tubing in order to remove the catheter from the rectum. A replacement navina smart unit was shipped to the user and confirmed delivered on august 12. No injuries or medical interventions were reported. The affected device was not returned, and the lot number could not be obtained.